Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on september 24, 2008, that a corflo cubby low profile gastrostomy device was used during a peg (percutaneous endoscopic gastrostomy) procedure. According to the complainant, approximately 20 days, following placement, the device button locking adapter was found to be cracked. Procedure completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.